Manufacturer narrative:
(B)(4). In 2015 additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The source of the discomfort was unknown but the physician believed that it was not device related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.